Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities reached end of life (eol) after approximately 4 months of service.